Event description:
Caller reported receiving a couple false negative urine hcg on the consult diagnostics hcg cassette. Pregnancy test was confirmed with ultrasound that the pt was indeed pregnant.

Manufacturer narrative:
Investigation pending.